Event description:
During a generator replacement surgery on (B)(6) 2015 due to battery depletion, blood was found in the sheath of the lead. Pre-op diagnostics were good (2361 ohms / eos yes). Possibility of an accidental cut on the lead during the surgery was discussed but the exact cause is unknown. It was estimated that 2 inches of the lead had fluid in it. The lead was replaced and the post operative diagnostics were good (1298 ohms). The explanted products will not be returned to the manufacturer.